Event description:
While inserting a PICC, the introducer that was provided in the bard PICC kit, (lot #rejs3710) buckled when it was pushed through the skin. A galt introducer was then used and the 5fr PICC catheter did not fit through the 5fr galt introducer. A second PICC kit was opened and the introducer in that kit did go through the skin smoothly.